Event description:
It was reported that during an open gastric bypass the surgeon used the device to create his gastrectomy. The surgeon noticed that the staples did not appear to be completely closed and had unusual bleeding. The rn stopped the bleeding with some silk suture. O.r. Time was extended to oversew the staple line.